Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer believes issue to be with sleep schedule settings. No information was provided regarding treatment for low bg. The customer was instructed to consult with healthcare provider regarding bg level.